Event description:
It was reported that a malfunction alarm, identified as malf 12, occurred. Customer's blood glucose level did not exceed 500 mg/dl, and hence there was no adverse impact. Tandem technical support provided pump reset information and assisted in resetting the pump. The issue did not recur, and the customer was advised to continue using the pump and to report back if the malfunction code appeared again.